Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17349192m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: carto 3 system, model #:m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). Lasso nav variable eco catheter, model #: d-1343-01-s, lot #: 17265203l. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring a pericardiocentesis. A transseptal puncture had been performed. After the completion of mapping the left atrium, the physician noticed under fluoroscopy that the patient's heart borders were not moving satisfactorily. The patient's blood pressure dropped slightly but was stabilized. They immediately performed a pericardiocentesis, keeping the drain in place. After 20 minutes of observation, the patient remained stable and the procedure was continued. They ablated around the left-sided pulmonary veins but the drain was still draining fluid from around the heart. At that point they aborted the procedure and protamine was administered. The patient was still in the lab and stable at the time of the call. There were no error messages observed on the biosense webster equipment during the procedure. The patient had been under general anesthesia for 30 minutes prior to the incident. It was not known if the patient received any anticoagulation in the procedure. There is no information about the hospitalization. Two st. Jude medical brk 1 needles and two st. Jude medical agilis nxt 8.5f sheaths model 408309 were used. The physician did not provide a causality opinion for the cause of this adverse event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/7/16. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring a pericardiocentesis. A transseptal puncture had been performed. After the completion of mapping the left atrium, the physician noticed under fluoroscopy that the patient's heart borders were not moving satisfactorily. The patient's blood pressure dropped slightly but was stabilized. They immediately performed a pericardiocentesis, keeping the drain in place. After 20 minutes of observation, the patient remained stable and the procedure was continued. They ablated around the left-sided pulmonary veins but the drain was still draining fluid from around the heart. At that point they aborted the procedure and protamine was administered. The patient was still in the lab and stable at the time of the call. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.